Event description:
On (B)(6) 2012, the pt underwent multilevel lumbar fusion surgery. The baxano io-flex system was utilized to gain access to three foramen and the baxano io-flex microblade shaver 10mm was utilized to decompress bilaterally at l3/4 below the pedicle and at left l4/5 below the pedicle. Postoperatively the pt had a post-operative hematoma and required blood transfusion (2 units). No additional surgical intervention was performed.